Event description:
The customer reported that a patient was transferred to the unit on a propofol infusion set up on an emergency basis. The increased infusion rate was attributed to a difference in practice; ordering dosage in mg/kg/hr versus mcg/kg/min. Because the infusion was programmed in anesthesia mode, no guardrails hard limits occurred. There was no report of significant patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient was transferred to the unit on a propofol infusion set up on an emergency basis. The pump programming units were in mg, and were expected to be in microgram. The user inputted typical settings not realizing the difference in dosing units, and a programming error occurred. No guardrails limits were reached during programming. No patient harm was reported.